Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severely calcified and conical in shape. The patient had a pre-operative chronically occluded left iliac artery. It was reported that after the endurant aui stent graft was implanted, there was a small proximal type I endoleak seen. The endoleak was attributed to the calcification of the aortic neck. No intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Anatomy related; severely calcified and conical aortic neck).